Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The mechanical operation of the balloon catheter was occluded. Visual analysis of the lead indicated damage during use. The analyst noted the test sample guidewire stops backloading at 22 cm from the distal end due to dried blood occluding the lumen in the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it was not possible to push any guidewire through the balloon of the catheter. The catheter was not used. No patient complications have been reported as a result of this event.